Event description:
Three weeks following a left knee replacement, in 2004, I went back tino the operating room for an irrigation and debridement for a probable infection of my left knee, a 5" french, dual lumen, bard PICC line, 40cm, was inserted in my upper left arm for IV infusion of antibiotics. Within 3 to 5 days, the home care nurse was having difficulty flushing, and withdrawing blood from the catheter, I had symptoms of redness, swelling, soreness, pain, high fevers, chills, mild left sided chest discomfort, pain in my neck and left shoulder. I was advised to go to the hosp emergency room.